Event description:
It was reported that prior to the start of a da vinci-assisted endometriosis resection and diagnostic laparoscopy surgical procedure, the customer experienced an erbe error u-02 at system startup with an "activation interrupted due to an error" system message. The customer initially attempted multiple power cycles, performed a hard power cycle, and disconnected external foot pedals, but the error persisted. The customer received phone assistance from the technical service engineer (tse). No error log review was performed during the initial tse interaction, and the customer requested a backup generator and an energy activation cable. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and issue was not confirmed using logs. Upon visual inspection, a related issue was found. The erbe was tested using the system, and the unit displays error u-02 at startup. The logs shows c-00. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.